Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number 13l12h25. There were no issues detected during manufacturing process. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain coincident with peritoneal dialysis therapy. The patient was hospitalized the same day for the event and treated with an unknown antibiotic intraperitoneally for peritonitis. The next day, the patient was discharged from the hospital. The date the treatment was discontinued was not reported. Dianeal and extraneal therapies were ongoing. At the time of this report, the patient was recovered from the event. No additional information is available. This is report 3 of 4.